Event description:
It was reported when a patient presented to the clinic for a device check-up, neither the patient nor the clinician could not feel the device vibrate during a patient notifier test. The clinician decided not to review the session record. No other resolution was suggested. The patient will continue to be monitored through merlin. No further information is available.